Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device logs and the event log confirmed the device performed to specification. Review of the device logs showed the customer did not have a battery installed when removing the ac power from the device. The log showed the user removed ac power from the device multiple times before finally inserting a battery. There is no indication in the logs that the device was having battery connection issues or battery related errors. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device is not being returned to zoll for evaluation. Communication with the customer indicated the battery was not inserted in the unit when the unit was unplugged from ac power in the ambulance. The customer determined this to be user error and is not returning the unit to zoll. No trend is associated with reports of this type.